Manufacturer narrative:
Manufacturer's investigation conclusion: a log file analysis that was retrieved from the returned system controller (serial # (B)(6) captured a no external power alarm event. The log file captured a no external power alarm event on august 23 at 7:23 am relating to a loss of power from the mobile power unit. The no external power alarm cleared shortly after a power exchange to the 14v batteries. A root cause could not be determined through this limited evaluation. Attempt was made to obtain additional information from the customer regarding the serial number on the mobile power unit. Additional information communicated on 04jan2021 indicated the serial number of the device was unavailable. The device is not expected to be returned for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook, rev b. In section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed, including low voltage advisory alarm and ¿connect power¿ message. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use, rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer's report number: (B)(4). It was reported that the patient's controller would not connect to the system monitor. While connected to the white lead of the patient cable, it appeared as though no patient was attached on the system monitor. The controller was exchanged and the new controller was able to connect to a patient cable and parameters were viewed on the system monitor. Upon further interrogation of the log file, it was reported that a no external power event occurred on (B)(6) 2020 during a power exchange to 14v batteries.